Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The charger's event log was evaluated. There were multiple thermistor error messages at the end of the event log, specifically "red err flash: thermistor reading out range". The analog to digital (a2d) counts recorded by the charger on the thermistor line must fall within a specified range. If values are outside the range, thermistor accuracy cannot be confirmed and an error condition is displayed. Evaluation of the clinical power handle returned under this product event identified that the battery cells had vented, and battery electrolyte had been expelled from the battery cells. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. This battery electrolyte most likely contaminated the charging bay; this contamination prevented the charger pogo pins from functioning as intended. The electrolyte is conductive, and would therefore create false readings on the thermistor line, leading to the red error lights identified in the software event log. This would prevent the powered handle from charging. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic partial gastrectomy, liquid leakage from the handle was found during inspection before use. Liquid leakage was found from the connection part with the charger, and there was abnormal odor. There was deposition attached on the charger. The handle caused battery error last week, but when it was inserted into the charger, the status was restored, so although there was only one event occurred, the handle has been used continuously. The handle is currently blackout. There was no patient involved.